Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that patient had symptoms of low back and lower limb pain. The cause of difficulty pushing dye through the catheter or the location of the catheter issue was unknown. Catheter issue was determined through dye study. No surgical intervention occurred. It was noted that the patient underwent lumbar spine surgery recently so no action taken on his intrathecal catheter issue. The patient outcome was noted as recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported it took a ¿little more pressure¿ to push dye through the catheter. It was reported a dye study was performed today and showed the catheter was intact and patent. It was reported the dye study was performed because the patient was not getting efficacy. It was noted the patient was being sent for a CT scan after the dye study. The pump was used to deliver clonidine and morphine. Patient outcome was not provided.